Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#triathlon cr fem comp #5 l-cem ; cat#5510f501 ; lot#rrl3n; device name#triathlon prim tib bplate cemented sz 6 ; cat#5520-b-600 ; lot#hly3ha; device name#triathlon asymmetric x3 patella ; cat#5551-g-320-e ; lot# ywem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised due to infection. A first of a two stage revision was performed on (B)(6) 2024 with placement of a spacer. The 2nd stage removal of the spacer and placement of permanent implants was performed on (B)(6) 2024.